Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using biogx sars-cov-2 open system reagents for bd max¿ system a false positive result was obtained by the laboratory personnel. The sample was repeated on the max, and upon repeat the result was negative. The sample was also sent for confirmatory testing using a different test method and the result was negative. There was no report of patient impact. Eua #: (B)(4).

Event description:
It was reported that while using biogx sars-cov-2 open system reagents for bd max¿ system a false positive result was obtained by the laboratory personnel. The sample was repeated on the max, and upon repeat the result was negative. The sample was also sent for confirmatory testing using a different test method and the result was negative. There was no report of patient impact. Eua #: eua200098.

Manufacturer narrative:
Eua #: eua200098 h6: investigation summary the complaint investigation for discrepant results using the biogx sars-cov-2 osr for bd max system (B)(4) unknown lot along with the kit bd max exk tna 3 product lot 0189429 was performed by bd. Since no kit lot was provided by the customer, biogx could not perform the manufacturing review on biogx sars-cov-2 osr product. The investigation was performed the review of manufacturing record on bd max exk tna 3 lot 0189429, by the review of customer data and verification of complaints history. Review of the manufacturing records of bd max exk tna 3 indicated that the lot was manufactured according to specifications. Customer reported positive results (n2 target) on run #970 but repeated negative on run #971, lane a4 and confirmed a negative at labcorp. Analysis of the curves from run #970, lane b4 shows irregular curve with a signal increase at the same CT in both channels (cy5.5 and fam). The signal increase in the n2 curve caused interruption of background correction, generating a steady increase of fluorescence, resulting in a false positive result. The sample did not show amplification during the repeat test. There is no indication of an increase in complaints for discrepant results complaints for the biogx sars-cov-2 osr product. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd & biogx product manufacturer did not initiate a corrective and preventive action (CAPA). See h.10.